Manufacturer narrative:
PMA # or 510 k #: k012985 and k031168.anticipated procedural complication.the device remains implanted, so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that approximately eighteen months post index procedure; the patient underwent a further procedure to treat the recurrence of the aneurysm. The patient was reported to be in stable condition with closure of the aneurysm. No further information is available.